Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at 10 or 11am. The patient reportedly manages her diabetes with insulin (unknown type) through pump therapy. It is unknown if the patient took any action regarding her usual diabetes management routine immediately after the meter did not power on. The patient reportedly developed symptoms of ¿vomiting, shaking and weakness¿ approximately 5 hours after the alleged issue began. The patient reportedly increased her dose of insulin by an unknown amount at approximately 5pm that evening. The reporter stated the patient was taken to the emergency room (ER) at approximately 12 am of the morning of (B)(6) 2014. The patient was tested on a hospital meter and a reading of ¿575 mg/dl¿ was reported. The patient was treated at the ER with an unknown type of insulin and fluids between 12am and 5am on (B)(6)2014. It is not known when the patient was released from the hospital. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the power button, but not with the test strips. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the reported issue and developed symptoms suggestive of hyperglycemia that required treatment by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 11/3/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014). The patient¿s meter has been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have something stuck under neat spc pin 1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.